Event description:
It was reported the device was used during a wedge resection (lung) procedure. It was reported by the affiliate that the staples were malformed (did not form b shape). The surgeon had to hand suture to finish the case. There was no pt consequence.